Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant of the device, the patient suffered a pneumothorax. A chest tube was inserted. A rash was later discovered on the patient's chest which spread over the entire body. The device remains in use. No patient complications have been reported as a result of this event.